Manufacturer narrative:
Device used for treatment and not diagnosis. A review of the DHR shows there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Device has been returned and the investigation is ongoing.

Event description:
During tfn surgery on (B)(6) 2013, when inserting the helical blade into the nail, the connecting screw broke at the screw head junction. The screw broke in two pieces, one piece remains connected to the helical blade and the other piece fell on the floor and was retrieved. The compression nut and trochar are now seized together and the nut will not come off the trochar. The entire trochar, helical blade and assembly was removed from the aiming arm and the helical blade was damaged in the process of removing it. Another set was used to complete the case and was implanted without difficulty. Surgery was prolonged approximately 5 to 10 minutes. There was no adverse effect noted to the patient. This is 1 of 4 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis the returned blade guide sleeve date of manufacture can not be determined as the returned buttress/compression nut is seized on the blade guide sleeve covering up the lot number etch. The returned buttress/compression nut was manufactured in july 2004 and is over 8 years old. The returned helical blade coupling screw was manufactured in may 2005 and is over 7 years old. The helical blade coupling screw was received in two pieces and was broken where the proximal shaft end intersects with the welded knob. There are numerous dents on the top and edges of the knob. The helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique guide, could result in loading conditions that may lead to breakage. The returned coupling screw was manufactured in may 2005 and is over 7 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use. As noted in the complaint description, the blade guide sleeve, buttress compression nut and helical blade were all damaged during the procedure from hammering. For the helical blade coupling screw, the trochanteric fixation nail risk analysis adequately addresses this complaint condition of broke during insertion/removal as less severe. Specifically, the risk associated with the 13th hazard listed under blade insertion tool and coupling screw - head of coupling screw detaching from the shaft due to surgeon hammering the head off-angle, surgeon hammering head when the screw is not fully tightened - is assessed as a less severe risk with a moderate severity of harm 3 and an unlikely probability of occurrence 2. For the blade guide sleeve and buttress/compression nut, the trochanteric fixation nail risk analysis adequately addresses this complaint condition of sticks/jams/stuck as less severe. Specifically, the risk associated with the 12th hazard listed under instrumentation on assembly - buttress/compression nut stuck on blade guide sleeve due to improper technique - is assessed as a less severe risk with a moderate severity of harm 3 and an unlikely probability of occurrence 2 the design was reviewed and determined to be acceptable for the intended use.

Event description:
This report is #1 of 4 for complaint (B)(4).